Event description:
It was reported that a cassette wasted a reservoir volume of 45ml due to a no disposable error alarm on their pump. No patient injury was reported.

Manufacturer narrative:
Model # is unknown. No information has been provided to date. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.